Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic safety switch from bipolar to unipolar occurred on this left ventricular (lv) lead due to a pacing impedance measurement greater than 2000 ohms. No adverse patient effects or interventions were reported. The clinician reportedly planned to continue to monitor the patient. This lv lead and the associated cardiac resynchronization therapy pacemaker (crt-p) remain in service.